Event description:
Additional information received reported that perioperative antibiotics were administered (B)(6) 2012 and recurrent on (B)(6) 2013. It was noted that the patient did not have meningitis. It was noted that the patient had redness and swelling. It was noted that the primary location of the infection was at the device pocket. It was noted that a culture was obtained from the pocket site and it was noted that the type of organism was methicillin-resistant staphylococcus aureus. It was noted that IV antibiotics and oral antibiotics were used for treatment. It was noted that the infection resolved. It was noted that the patient possibly had malnutrition or was extremely thin as a risk factor before the device was implanted.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va01er8, product type: lead. Product ID: 3389s-40, lot# va01er8, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient has had a few procedures in regards to infections. It was noted that it ¿looked¿ as though the patient has had procedures ¿(B)(6) 2012 to earlier the month of report.¿ it was noted that the initial lead wires had been left in place. It was noted that both the preoperative and postoperative diagnosis was parkinson disease status post deep brain stimulation electrodes with recurrent implantable pulse generator wound infection. It was noted that the findings were purulent/hematoma around the chest wall wound primarily. It was noted some minor purulence versus necrotic tissue at the scalp incision. It was noted that the patient was implanted with bilateral deep brain stimulation electrodes on (B)(6) 2013. It was noted that the patient¿s wound became infected and on (B)(6) 2013 the patient underwent explanation of the battery and extension wires. It was noted that the patient was treated with a course of IV antibiotics for what proved to be (B)(6). It was noted that the patient underwent reimplantation of the pulse generator and extension wires on (B)(6) 2012. It was noted that the patient initially did well but in the ¿last few days¿ had noticed a recurrent swelling and redness around her battery. It was noted that the patient was taken back to the operating room for incision and drainage of likely recurrent infection on (B)(6) 2013. It was noted that the patient requested to proceed with surgery. It was noted upon opening the chest wall incision, a large amount of liquid came forth from the chest wall. It was noted that some was consistent with old hematoma, but that some looked purulent. It was noted that that the wound was irrigated copiously with antibiotic irrigation. It was noted that the scalp incision was opened sharply with dissection carried down sharply through the galea. It was noted that there was not a large amount of fluid in this area. It was further noted on careful inspection, there was a small amount of yellowish tissue which could have represented some purulence,but also could have represented some tissue necrosis. It was noted that the extension wires were cut just below the securing boots and then pulled through the chest wall incision. It was noted that separate cultures were taken for the scalp incision and the chest wall incision. It was noted that the scalp incision was irrigated copiously with antibiotic irrigation. It was noted that the doctor elected to leave the brain electrodes in place as there was no evidence of infection spreading on to the brain electrodes. It was noted that the old securing boots were removed and the distal end of the dbs electrodes were prepped with chloraprep. It was noted that new sterile boots were placed over the ends of the wires and tunneled upward in the subgaleal space above the incision. It was noted that the two incisions were then closed with interrupted vertical mattress stitches. It was noted that sterile dressing were applied. It was further noted that the patient was extubated and taken to recovery room in stable condition. It was noted on (B)(6) 2013 that the infection had resolved and that the infections disease service felt it was safe to reimplant the hardware. It was noted that the patient was now undergoing reimplantation of a right implantable pulse generator and the extension wires. It was noted that there was no evidence ¿grossly¿ infection. It was further noted that ¿previous dbs sites infected.¿ it was noted ¿washed out on the day of report and portions of new extension used.¿ refer to manufacturer report # 3004209178-2013-12884 for report on first device removed due to infection.